Event description:
It was reported that the 9900 system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board and hard drive were replaced. The software was reloaded during the service call. The system was tested and found to be working as intended and put back into service.